Event description:
After applying the anodyne therapy system (ats) to the patient's le's for 36 min. On level 7, pt complained of the r le pads being too hot. P.t. Lowered the level to 6 and checked the pads. They were palpably hot. The patient's skin was pink yet no sign of wound. Treatment ended and p.t. Immediately contacted the sales representative. He suggested ruling out a lead problem. Once in the office p.t. Changed the leads from left to right, put the machine on level 6 and within 1 minute, the right side of the leads were hot. The machine itself was hot to the touch on the right side. P.t. Contacted anodyne who issued a new machine to be delivered next day by air with an enclosed self-return label for the broken machine. The machine was labeled broken and not used again. P.t. Returned 2 days later to find a popped 1 cm x 1 1/2 cm blister with surrounding discolored tissue. The pt's family member states their sibling found the blister on the pt the morning after the ats treatment. Their doctor was notified and ats was discharged with orders for wound care to begin immediately.

Event description:
The device was returned for evaluation and testing completed in 8/2005; summary as follows. Voltage and frequency were tested using a multimeter. Specifications voltage 4.75dc, results 4.75 dc, frequency specifications 292 hz, results 289.6 hz. Temperature tests were conducted on all therapy pads using a calibrated minco digital thermometer. The test taken at a 45 minute interval at a full power is representative of the maximum temperatures achievable at the recommended max treatment time documented in our product manuals. The highest temperature reading was compared to temperature guidelines, and the unit was found to be operating within temperature guidelines. Actual resulat, 45 minutes, 125 deg f; guideline 126 deg f. Temperature tests were also conducted at the time and energy setting reported by the user facility - 36 minutes at energy setting of 7. The highest temperature reading was 102 deg f. This test is used as an indicator that the device is operating within the functional characteristics consistent with this device. Based upon the reported conditions under which the device was used it can be concluded that the device was functioning properly.